Manufacturer narrative:
Service visited on (B)(4) 2011 and found the reagent pump was leaking and the cup felt cooler than what the software was registering. Reagent probably shorted out the temp controller. The field service engineer (fse) replaced total protein module, which resolved the issue. The fse calibrated lamp, calibrated assay, and ran qc.

Event description:
A customer reported to beckman coulter, inc. (Bec) that reagent was spilled under the total protein module of unicel dxc 800 pro synchron system. The customer also reported that the instrument gave temperature error. The customer was wearing personal protective equipment, and has a hazard management plan in place. There was no effect to patient or user.